Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a keypad anomaly as well as alarmed with critical pump error. The customer¿s blood glucose was high of 250 mg/dl. Troubleshooting steps were provided for critical pump error. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm keypad unresponsive or button error alarm due to critical pump error.